Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 31 mm watchman flx laa closure device with delivery system (wds). On the 45-day follow-up transesophageal echocardiogram (tee) a thrombus was observed on the device. No further information is available at this time.

Manufacturer narrative:
B5: event description updated. B6: relevant tests/laboratory date updated. B7: other relevant history updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 31 mm watchman flx laa closure device with delivery system (wds). On the 45-day follow-up transesophageal echocardiogram (tee) a thrombus was observed on the device. No further information is available at this time. It was further reported the patient was taking 30mg edoxaban prior to the index procedure, and 30mg edoxaban and aspirin post procedure and after the thrombus was observed. The observed thrombus was laminar and non mobile.